Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's father stated that they had low blood glucose of 40 mg/dl. The customer's father stated that they could not get the blood glucose go down. The insulin pump will not be returned for analysis.